Manufacturer narrative:
At this time, this device cannot be repaired due to part obsolescence. The customer requested that the device be returned, unrepaired. The device was sent back to the customer, and it was noted that this device is not suitable for use.

Event description:
The customer contacted physio-control to report that their device would not complete its initial boot-up sequence, instead the device locked up in its self-test screen. In this state, defibrillation therapy would not be available, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not complete its initial boot-up sequence, instead the device locked up in its self-test screen. In this state, defibrillation therapy would not be available, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and the reported issue was confirmed to be the result of the system pcb. At this time, this device cannot be repaired due to part obsolescence. The customer has received a loaner until a permanent solution for this complaint is identified.

Event description:
The customer contacted physio-control to report that their device would not complete its initial boot-up sequence, instead the device locked up in its self-test screen. In this state, defibrillation therapy would not be available, if it were necessary. There was no patient use associated with the reported event.